Event description:
We received an allegation about discrepant results for 1 patient sample tested for sodium (na) and 1 patient sample tested with albumin assay on a cobas 6000 c501 module. Sample 1 was tested for na: initial result: 148. Repeat result: 139. The unit of measurement was not provided. Sample 2 was tested for albumin: initial result: 64 g/l (accompanied by a data flag and not consistent with the patient's medical history). 1st repeat result: 71 g/l (tested with a dilution). 2nd repeat result: 45 g/l (tested on another analyzer).

Manufacturer narrative:
The na electrode and albumin reagent lot numbers and expiration dates were not provided. The calibration and qc were acceptable. General reagent issues can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found a worn sample pipettor assembly and gear pump. He exchanged both the sample pipettor assembly and the gear pump. He then confirmed the module was performing within specifications. The root cause was due to a wear problem (component failure).